Event description:
It was reported that the reservoir was occluded. Customer reported that he was trying to change his set and got a no delivery alarm during fill tubing. Troubleshooting was done. Customer's blood glucose was unknown. The customer was advised to change the entire infusion set system as soon as possible and return the infusion set and reservoir for analysis. Customer changed out his reservoir and was able to prime successfully. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.